Event description:
The customer reported that images are not sending to pacs; the fse found saved images missing in the directory due to corrupt software (data loss). There is no report of injury or death associated with the event describes in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. Software version 30 and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.